Manufacturer narrative:
The subject device was received and evaluated. Device lot number was confirmed to be lot no. 27k and the supplementary lot information was 27. Device evaluation did not confirmed the reported error (non output). Using a reference olympus usg-400 (ultrasonic generator ) and td-sb400 (transducer) , a probe check was performed and found no abnormality. However, inspection found and as stated in section b5, a severely worn tissue pad exposing the metal surface. There was a mark on the tip of the probe that had come into contact with the grip. There was a trace of contact with the tip of the probe on the grip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported an error occurred during operation and the output stopped. Setting value at the time of the event is unknown. The device was replaced and the intended therapeutic an unspecified procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event. Device evaluation found severely worn tissue pad (teflon pad), exposing the metal surface. This report is being submitted due to the finding of severely worn tissue pad, exposing metal (partial separation ) identified during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was severely worn because ultrasonic waves were output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2. The tip of the probe came into contact with the grip because the tissue pad was worn out. By continuing to output in the state of 3.2, a load was added to the probe and an error occurred. In addition, contact traces were generated. 4. It was determined that the error could not be canceled and could not be output. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.